Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under-infusions. Azithromycin was set at 250ml for over an hour and when completed there was about 100ml left. Serial number, care area are all unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.